Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/16/2025 the user reported that the dexcom g7 sensor paired with the dexcom app but not with the ilet. A ¿pairing failed¿ alert was observed. After re-pairing, cgm readings resumed. During this period, the user¿s blood glucose was 64 mg/dl, self-treated, and normalized without further issues or intervention.